Event description:
It was reported that interrogation of an implantable pulse generator (ipg) using the mobile programmer application was unsuccessful. It was noted that the data summary screen displayed a live electrograms (egm); however, the screen became unresponsive with an hourglass indicator and no further interaction was possible. It was further noted that restarting the host tablet and attempting interrogation with a different host tablet did not resolve the issue. A legacy programmer was subsequently used and device interrogation was completed successfully. Following the magnetic resonance imaging (MRI) scan, troubleshooting steps were taken to include closing all applications on the host tablet and disabling wireless fidelity. It was then noted that the ipg was successfully interrogated using the application and MRI mode was disabled; however, the application again became unresponsive at the data summary screen. The ipg was subsequently interrogated using the 2090 programmer, and device operation was confirmed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that the mobile programmer application became unresponsive was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.